Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the enhanced full height cubie drawer 6 fails to open appropriately. The customer stated that this malfunction occurred while dispensing medication to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that fh cubie drawer fails to open appropriately. The field service engineer adjusted the side rails on the full height drawer and verified that the full height cubie drawer was operational in the diagnostics tool. The customer was able to open and close the drawer, and they performed on-site preventive maintenance. No further issues were reported for this device. The system functioned as intended after the field service engineer repaired the device.